Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation has been completed. (B)(4).

Event description:
Medtronic received information that post deployment of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed without change in the pvl. A second transcatheter bioprosthetic valve was then implanted, which reduced the pvl slightly. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.